Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted. Additional information was later reported that the source of the infection was not related to the device or leads but rather due to the implant procedure itself.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.